Manufacturer narrative:
Exemption number e2015058. (B)(4). The device history records for the returned sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 350p from heartsine technologies, (B)(4) on 10th may 2017. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed by the user on the (B)(6) 2017 and that it had performed all weekly auto self-tests up to the 13th august 2017. On the 20th august 2017, the device failed the weekly auto self-test. On the 9th september 2017, when the device was power cycled passing a self-test. On the 10th september 2017, the device failed the weekly auto self-test, again due to the capacitor charging error. On the 10th october 2017 when the device was power cycled passing a self-test. The device successfully performed all subsequent weekly auto self-tests up to and including the last log entry on the 3rd december 2017. The returned pad-pak was inserted into the device. The device successfully passed an auto self-test and the passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was again power cycled. This time the device immediately shutdown with a "warning, device service required" prompt and a flashing red status led. Confirming the reported fault. The device was disassembled to investigate. Further investigation found no solder applied to the ground pin of the transformer. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device red status indicator flashing.